Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, broken belt clip slot, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. The test reservoir did not stay locked in place due to reservoir tube lip being damaged.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the retainer ring that holds the reservoir was broke and fell out. Customer's blood unknown at the time of the incident. Customer was advised the insulin pump will be replaced. The customer will return the product for analysis.